Event description:
It was reported that a durom revision took place in 2008 due to pain. This event was reported to zimmer by the competent authority.

Manufacturer narrative:
This report will be amended when our investigation is complete.